Event description:
It was reported that the insulin pump repeatedly alarmed no delivery during the prime process. The blood glucose reading was 121 mg/dl. The caller stated that no insulin exited during a fixed prime. No bent infusion set cannula was observed. Upon troubleshooting, it was found that the issue was an insertion site issue, as there had been hardened scar tissue and blood at the site. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.